Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable and wall adapter were broken and no longer charged the pump. There was no adverse impact to customer's blood glucose level .a replacement cable and adapter was sent to the customer to resolve the issue.